Event description:
Device malfunction: vessel locator wings collapsed. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, in training on the use of the starclose device, attempted an arteriotomy closure of the right common femoral artery following and interventional procedure. The physician completed the thumb advancer stroke, but before he could deploy the closure clip, the vessel locator wings retracted and the device lot access to the pt's vessel. No pt adverse effects were reported and hemostasis was achieved by manual compression. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.